Event description:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion.

Manufacturer narrative:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion. A supplemental MDR will be submitted after sample is received and evaluation has been completed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion. A supplemental MDR will be submitted after sample is received and evaluation has been completed. Addendum this supplemental MDR is submitted to document the result of investigation performed to analysis root cause. Surgical clipper blades were returned for evaluation. Appearance testing was completed and no abnormalities in appearance or structure were identified. A sharpness test was also completed, and the blade cut without any problem which met the product sharpness standards. The most probable root cause of the minor injuries was using the handle/blade with strong pressure to the skin. A device history record review was completed for lot 0224, examined pre-shipping inspection of the lot and no non-conformances was found. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, d9, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the blade was extremely sharp, caused injury to patient's skin, skin was red and had lesion.